Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse had patient on therapy in an arctic sun device and they had dropped below target. They would like to know the device was functioning as it should, as they thought it might be patient related. Patient temperature was 34.5c, targeted temperature was 36c, water temperature was 40c and water flow rate was 2.9l/m. It was confirmed proper pad size (68kg w/ medium pads) and adequate coverage on patient. Informed inquirer the water temperature was higher and device seemed to be working appropriately. Informed nurse if their protocol allowed for any counter warming such as warm blankets or a bair hugger, that might help registered nurse stated they would be adding a bair hugger. Discussed with nurse extended period of warm water might result in an alarm as a safety measure to encourage diligent skin checks. Encouraged nurse to call back with any issues.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse had patient on therapy in an arctic sun device and they had dropped below target. They would like to know the device was functioning as it should, as they thought it might be patient related. Patient temperature was 34.5c, targeted temperature was 36c, water temperature was 40c and water flow rate was 2.9l/m. It was confirmed proper pad size (68kg w/ medium pads) and adequate coverage on patient. Informed inquirer the water temperature was higher and device seemed to be working appropriately. Informed nurse if their protocol allowed for any counter warming such as warm blankets or a bair hugger, that might help registered nurse stated they would be adding a bair hugger. Discussed with nurse extended period of warm water might result in an alarm as a safety measure to encourage diligent skin checks. Encouraged nurse to call back with any issues. As per follow up information received on 26dec2023. They spoke with nurse who worked with that patient. Warm blankets had been added and patient completed therapy. They were unable to provide any medication information. Device had remained in service without assessment or repair. No further information available.

Event description:
It was reported that the nurse had patient on therapy in an arctic sun device and they had dropped below target. They would like to know the device was functioning as it should, as they thought it might be patient related. Patient temperature was 34.5c, targeted temperature was 36c, water temperature was 40c and water flow rate was 2.9l/m. It was confirmed proper pad size (68kg w/ medium pads) and adequate coverage on patient. Informed inquirer the water temperature was higher and device seemed to be working appropriately. Informed nurse if their protocol allowed for any counter warming such as warm blankets or a bair hugger, that might help registered nurse stated they would be adding a bair hugger. Discussed with nurse extended period of warm water might result in an alarm as a safety measure to encourage diligent skin checks. Encouraged nurse to call back with any issues.as per follow up information received on 26dec2023. They spoke with nurse who worked with that patient. Warm blankets had been added and patient completed therapy. They were unable to provide any medication information. Device had remained in service without assessment or repair. No further information available.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.